Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported this was an arteriotomy closure of the calcified right common femoral artery using the pre-close technique via a 6f sheath hole prior to a transcatheter aortic valve implantation interventional procedure. The sutures of two prostyle devices were successfully placed. The sheath was upsized to an 18f sheath and the procedure was completed. Reportedly post procedure, when pulling out the 18 fr sheath on the right femoral artery, the short white suture was pulled too quickly and the guide wire was pulled out and lost arterial access. However, it was confirmed that the suture knot had been successfully advanced without issue. The second suture was then taken (already laid out), and the knot was advanced successfully without issue. However, a small hemorrhage was seen in the fluoroscopy. Manual compression was applied for 5 minutes to achieve hemostasis as there was no further bleeding noted via fluoroscopy. Per standard hospital practice, a pressure bandage was applied for at least 6 hours. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported failure to achieve hemostasis could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. Lot history record (lhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no similar incidents from this lot. A conclusive cause could not be determined for the reported failure to achieve hemostasis. The unexpected medical intervention appears to be related to circumstances of the procedure. Factors that may contribute to failure to achieve hemostasis include, but are not limited to, poor or partial tissue capture, air knot (vessel not captured), enlarged arteriotomy or use of device with inappropriate introducer sheath size. The patient effect of hemorrhage is a known inherent risk of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.